Event description:
Cutting gums [gingival injury] . Oral-b heads falling apart. Brush hairs or bristles are coming out/from the plastic base [device breakage] . Case narrative: adult male consumer (physician) via chat stated that the oral-b floss action toothbrush heads were falling apart, and the brush hairs/bristles were coming out. While falling apart, they cut his gums. No serious injury was reported. (B)(6)2023 follow up via chat: the consumer reported that his wife and two sons had the same issue. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.